Event description:
The patient underwent percutaneous coronary intervention (pci) of the right m1 occlusion. During the procedure, 2 stents were deployed, but the solitaire stent retriever became stuck on the clot, resulting in a fracture. After the procedure, the patient was noted to have significant left-sided weakness. A CT angiogram showed the right m1 occlusion with a perfusion defect. Tenecteplase (tnk) was given, but the patient still had substantial left-sided weakness, so the decision was made to bring her for thrombectomy.